Event description:
The m-1500 is not locking in place. Additionally, reporter stated that the pt received laceration and was bleeding from the result of it. Reporter further stated that they have nothing else to share regarding this incident.